Event description:
Needle has broken off in his thigh [medical device complication]. Case description: this spontaneous case, reported by a consumer from another country as "needle has broken off in his thigh," concerns a male patient (age unknown) who was using novofine 8mm (30g) needle from an unknown date and ongoing due to diabetes mellitus (type and duration unknown). On an unknown date, the patient experienced that the novofine needle broke off in his thigh. A physician attempted to locate and remove the needle surgically, however unsuccessfully. The outcome of the event was not reported.